Manufacturer narrative:
This report is submitted on 08 march 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. The patient was hospitalized on (B)(6) 2021 for surgery to replace the magnet.